Event description:
Physician reported rupture and visibility/palpability . This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture and visibility/palpability. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). Visibility/palpability-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Physician reported, rupture and visibility/palpability. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Visual evaluation: device photograph(s), for the device related to the reported event of rupture requested on (B)(6) 2023. It is not possible to determine, the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening the device but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, since no issue in the manufacturing of the device is observed.